Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the intended procedure was a cystoscopy examination and there were no patient or user consequences. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during inspection before use, the image with the visera elite video system center blacked out. It was also noted, when the scope was unplugged and restarted, noise was confirmed in the normally displayed color bar image. Subsequently, the problem was resolved after repeated restarts, and the planned procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual inspection and operation confirmation found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.